Event description:
Additional information was received from the patient. They reported that since day one, the device never worked to help them and therapy got turned up high when they went to the doctor's office and the tech played with different frequencies (asked/unk name and date) but it did not help plus it felt like a tens unit in their butt plus their left leg hurt so bad they could not walk without a cane and had to crawl up steps. Pt said they met with another medtronic rep in september of 2025 who used their equipment to turn therapy off and that pain slowly became better and pt no longer has to walk with a cane. Pt said the rep told them their device was defective and had reached end of service. Pt was calling for support because they need an MRI for their back but their j3 handset is dead and wont take a charge , they have tried numerous different cords and power adaptors, they have tried different outlets left it plugged in for weeks and pressing all 3 buttons at the same time but the screen stays dark. Pt said they need an urgent MRI but they are unable to activate MRI mode. During the call pt plugged the cord in and after several minutes they were successful to power it up, check their ins battery level, it was ok and they were successful to activate and deactivate MRI mode. Offered and emailed MRI information. Offered to replace the handset due to the long time problems and need for MRI. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that ever since his interstim was implanted, they have experienced ongoing issues with the device. The patient reports significant pain, particularly down their left leg, and suspects a broken lead may be affecting their leg muscles. Earlier this year, they met with a medtronic representative who confirmed the battery was low and described it as "tested defective." The patient is considering having the device removed and is seeking advice on whether upgrading to a new device or discontinuing interstim altogether would be his best option.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2e1kg); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.